Manufacturer narrative:
(B)(4). The customer returned a lidstock and various components including a guide wire assembly and dilator for evaluation. The guide wire was returned outside of the assembly and was unraveled. The components showed evidence of use in the form of dried blood. The dilator contained a slight bend near the distal end; however, it was assumed that this occurred in shipping as it is also bent in packaging in photos supplied by the customer. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked, distorted, and curled along the length of the body. Visual examination of the returned dilator revealed the tip was split and frayed, indicating undue force. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed core wire tip is tapered and discolored at the point of separation. The proximal weld displayed signs of necking. The overall length of the dilator, the outer diameter of the proximal end of the dilator body, the outer diameter of the distal end of the dilator body, the inner diameter of the dilator tip, and the outer diameter of the guide wire were measured and all were found to be within specification. The total length of the guide wire could not be measured as it was unraveled and lengthened. A lab inventory guide wire the same size (0.035" diameter) as that supplied in the reported kit (cs-22123-f) was able to pass through the returned dilator with minimal resistance. A manual tug test confirmed the distal weld was fully intact. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "although the incidence of spring wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The customer report of an unraveled guide wire was confirmed by complaint investigation. Examination of the returned sample revealed the wire was unraveled from the proximal weld. The exposed core wire tip is tapered and discolored, and the coil wire displays signs of necking, both indicating undue force caused the damage. The returned samples passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
When intending to remove dilator during insertion procedure, resistance was met. The physician could only remove the dilator along with swg and then found swg was unraveled.

Manufacturer narrative:
(B)(4).

Event description:
When intending to remove dilator during insertion procedure, resistance was met. The physician could only remove the dilator along with swg and then found swg was unraveled.